Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (250 - 350 mg/dl) with a small to moderate level of ketones. The customer did not know the cause of the high bg. A bolus via the pump was delivered to address the high bg. After the more recent high bg, the customer reverted to using a non-tandem pump to deliver a bolus and continued to use the non-tandem pump to manage diabetes as directed from the healthcare provider. The customer's bg was currently stable.